Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had a stored episode in which therapy was delivered and exhausted. It was reported that the device had a three zone set-up. The patient's episode started in the vt-1 zone and then the atrial trigger rate increased to 150 beats per minute therefore per programming this device delivered anti-tachycardia pacing (atp) and 5 shocks, which exhausted therapy in the vt-1 zone. The patient's rate did decrease below 135 beats per minute and the episode end after about 13 minutes. It was reported that the atrial trigger rate was increased and there were no patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.